Event description:
The customer reported that in the middle of surgery, the surgeon stepped on the footswitch and did not get cutting with the vitrectomy probe. The surgeon stepped on the footswitch again and the cutting worked. When using the system, the customer noticed that the gauge set for the vitrectomy probe cutters kept on cycling between 23 gauge and 25 gauge although were using 25 gauge. The lights on the system connectors cycled colors from blue, to amber, to black. The surgeon reported he lost aspiration multiple times during surgery. No system messages displayed. The vitrectomy probes were saved by the operating room staff but discarded by the housekeeper at the end of the day. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the problems reported. The system was then tested and met all product specifications. (B)(4).